Event description:
On (B)(6) 2012, the patient contacted animas to report an elevated blood glucose (bg). The patient reported a high bg of 430 mg/dl on (B)(6) 2012. The patient claimed she was feeling sleepy at time of high bg. The patient informed customer support that she bolused with 7 units of humalog u100 at 4:20pm and 2 units at 12:32am on (B)(6) 2012. The patient woke up on the morning of (B)(6) 2012 with a bg of 294mg/dl. The patient reported that she administered 8 units of insulin at 8am and at 12:30pm that afternoon her bg was 232 mg/dl without symptoms. At the time of troubleshooting, the patient informed customer support that she changed out the inset on (B)(6) 2012 but did not change out cartridge. The patient stated she uses cartridges for 4 days and sometimes 5 days. Review of prime history revealed that the fill cannula step was not being completed, with 0.0 units listed when the prime steps were done. The patient informed customer support that she was entering 0.05 units for the fill cannula step, rather than the recommended 0.5 units for the inset she was using. At the time of the call, the patient was instructed to change the site and set including the cartridge and to fill cannula 0.5 units. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Review of pump settings revealed that user error may have contributed to the high bg's. It was reported that the patient was not filling the cannula as recommended.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the black box and history for the date of the vent has been overwritten due to continued use of the pump and is no longer available for review. The alarm history shows no alarms related to the complaint. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering accurately and within the required specification. The force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. Removed pump cover and the force sensor pins seated and solder connections were intact. No evidence of contamination or cracked force sensor traces. The pump information for the complaint date has been overwritten, unable to duplicate the complaint.